Manufacturer narrative:
Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that during procedure the wireless footswitch lost connection. The procedure was completed after a system restart. No harm to the patient has been reported to philips.